Event description:
A minimum fill notification was reported by the caller. The blood glucose level at the time of the event was within the range of 54-500 mg/dl, indicating no adverse impact to the customer's blood glucose level. The customer initially tried reloading the original cartridge, which did not resolve the issue, and then followed guidance to fill and load a new cartridge using the proper technique. Despite this attempt, the issue persisted until the caller successfully loaded a cartridge and was able to resume insulin.